Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the peel away cap on the cannula was not secured and when the cannula was inserted, the cap shot off the end of the cannula. No adverse consequences to the pt or other details regarding this event were provided.

Manufacturer narrative:
This complaint was not confirmed since product was not returned. As a result of this complaint, an additional step has been added to the manufacturing requirements to insure that the cap is secure. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.